Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the prongs broke off the device. These pieces were not returned. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, per case details, the ¿guide¿s prongs/teeth¿ of the drill guide reportedly broke off and fell into the patient¿s surgical wound during the procedure. It was further communicated ¿one was removed with pick-ups and confirmed.¿ ¿the second was seen on x-ray. Then after irrigation and suction, was not visible.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unclear whether all pieces were successfully retrieved from the patient, as there was no evidence of the broken piece after suction/irrigation and the x-ray was not provided. The material composition for the humeral nail guide barrel is 17-4 ph stainless steel. The drills are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the guide¿s prongs/teeth that hold the humeral nail drill guide broke off. One broken piece entered the surgical site and required an unplanned irrigation and suction to remove it. After this procedure, the broken part was not seen on x-ray. The procedure was resumed without any delay and the patient was not injured as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).